Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range (oor) shocking impedance measurement greater than 125 ohms. Additional information was received indicating that the physician was already aware of the event and the plan was to continue monitoring the patient. The cause of high out-of-range shocking impedance was not conclusively determined and no intervention will be performed at this time. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.